Event description:
It was reported that the pump battery would not charge to 100% and took over an hour to charge to 80%. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no additional information was received.